Manufacturer narrative:
Initial reporter city: (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device revealed that shaft had pinching/kinking damage at 7.5cm from the burr housing strain relief. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to rotate. As the rotawire used in the procedure was not returned, analysis was performed using a test rotawire. When the rotablator rotalink advancer was connected to the rotablator console control system and the foot pedal was pressed in normal mode, the brake was able to successfully lock the rotawire in place during rotation. Further testing was performed by using a test wireclip torquer. The wireclip torquer was inserted and was able to hold down the brake defeat button with no issues. During rotation in dynaglide mode, the rotawire did not rotate and the device was able to advance and retract without rotation of the test rotawire. Product analysis confirmed the reported damage, as there was a pinching/kinking damage identified to the sheath. The reported failure to lock the rotawire was not able to be confirmed, as the rotawire did not rotate in dynaglide mode, and the brake was able to lock the wire in place as intended in normal mode.

Event description:
Reportable based on additional information received on (B)(6) 2022. It was reported that the device was kinked. A 1.50mm rotalink plus was selcted for use. During the procedure, it was noted that the device was kinked. The procedure was completed with a different device. There was no patient complications reported. However, additional information revealed that there was a failure in the braking mechanism of the advancer.